Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod ran for 58 pulses, 48 of which occurred during first prime, before being deactivated. A brief period of timeouts occurred in tandem with a failure of the rotational sensor to transition as expected, indicating that a short drive stall occurred during priming. This brief drive stall resulted in the ratchet gear firing flat being a small number of pulses away from being lined up with the release bar by the end of second prime, preventing the needle mechanism from deploying as intended. Inspection of the device found no damages or manufacturing deficiencies that would contribute to a drive stall during priming. The exact cause of the drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.